Event description:
The customer reported the system exhibited an error during the boot process and inhibited the boot process. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.